Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pocket had failed to be released from the drawer. A field service engineer troubleshot the issue with drawer; cubie was not on the bus due to a bad cubie release. The faulty cubie was identified, and the customer took it back to the pharmacy and reloaded the medications into a different cubie to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es pocket failed to release from drawer. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.